Event description:
This is a gentleman with bph (benign prostatic hyperplasia) and bladder stones who underwent a turp (transurethral resection of the prostate), right ureteroscopy, laser lithotripsy and stent placement on (B)(6) 2021. There were no complications and he was discharged the next day. During the surgery the patient was noted to have a large bladder diverticulum with stones and was ordered a CT scan prior to his office follow up visit to ensure he did not have any recurring stones. The CT scan performed on (B)(6) did not show any stones but did note a metallic density within the prostate. This object was removed by the physician on (B)(6) in the office and was noted to most likely be the insulated tip of the inner cannula of the resectoscope. The patient did not have any urologic complaints prior to the removal and there does not appear to be any harm to the patient. Immediate review of the resectoscopes revealed one scope that was missing the insulated tip. It was removed from service. The olympus rep was notified. FDA safety report ID# (B)(4).